Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, one of the jaws of a fenestrated bipolar forceps instrument broke off and fell into the patient. Fragment was retrieved in the same procedure without any harm. There was no report of an instrument or tip collision. The procedure was completed with no reported injury. On 17-dec-2021, intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following additional information about the complaint: the jaw broke off the instrument as soon as the surgeon closed down on the tissue. The piece was retrieved in the same procedure. Because the fragment was so large, the surgeon did not feel the need to do any post-operative tests to determine all fragments were retrieved. There was no injury to the patient. They used a back up instrument and continued with the procedure. He was not able to provide any patient demographics, relevant testing, and medical history since he did not have the patient file with him at the time of the call.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the fenestrated bipolar forceps instrument for evaluation, although it is expected to be returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the fenestrated bipolar forceps (part # 471205-17 / lot # n12210515-0216) associated with this event has been performed, however no information was available and there was no fenestrated bipolar forceps (part # 471205-17 / lot # n12210515-0216) that matched what was used on the date of (B)(6) 2021. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gynecological surgical procedure, it was alleged the jaws of the fenestrated bipolar forceps instrument broke off and fell into the patient. The customer was able to retrieve the fragment in the same procedure. There was no injury to the patient reported, however, unintended items falling inside the patient may require surgical intervention, contributing to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".